Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose (bg) level was 500 mg/dl and an insulin injection was used to lower the bg level. The customer cleared the alarm and insulin delivery was resumed.